Event description:
It was reported to arjo by the nursing home (B)(6) medical center located in USA that there was an incident involving arjo maxi move floor lift and a passive clip sling. The facility director stated that during transfer a resident slipped out of the sling to the floor and hit one of the lift's leg on her way down. Following further communication with the customer it was determined that the left leg clip detached from the spreader bar attachment point. As the consequence of the event the patient sustained bruising and hematoma on the back. X-ray results revealed the compression fractures of l3 and l4. However, according to the customer they could not be definitively linked to the patient's fall.

Manufacturer narrative:
Please note that maxi move model number in section d was updated.

Event description:
It was reported to arjo representative that there was an incident with the involvement of maxi move floor lift and passive clip sling maa4000m-l (serial number (B)(4)). During patient¿s transfer, from the wheelchair to the bed, left leg clip detached from the lift spreader bar attachment point. As the consequence of the event the resident fell off the sling to the floor. The patient's back landed on one of the maxi move legs. The resident sustained bruising and hematoma on her back and was very sore. X-rays of the back showed compression fractures of l3 and l4 but it was not determined if they were already pre- existing.